Manufacturer narrative:
Immucor's product investigations performed a screen assay on the customer's submitted samples (same patient). Negative and equivocal results were obtained. In-house jka-positive samples resulted as expected. A product deficiency was not identified. The unexpected reactivity appears to be a sample-related issue.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative reactivity on a sample containing anti-jka.